Event description:
It was reported that the user experienced a pairing failed alert with an FSL3+ sensor on the iLet system, with repeated attempts to rescan resulting in the same alert, and the user applied a new sensor after troubleshooting and was transferred to the partner organization for replacement; the event aligns with an intermittent communication failure involving the device¿s antenna. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed an interoperability problem identified, consistent with intermittent communication failure associated with the electrical and magnetic subsystem and the antenna component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.